Event description:
It was reported that the left ventricular (lv) lead had high thresholds due to lack of patient anatomy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 5068, implantable pacing lead, (B)(6) 1998; 6947, implantable tachy lead, (B)(6) 2007. (B)(4).